Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) meter registered a "high" reading, however the exact value was not provided. The customer used insulin pens to address bg level.